Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors were stretched and had blood/body fluid (not obstructed), the outer insulation was melted and had cosmetic stress crack. Apparent explant damage.

Event description:
It was reported that the lead was explanted and then replaced due to infection and pocket erosion. No further patient complications have been reported as a result of this event.